Event description:
Staff noticed that the pmp pain management provider pump was frequently alarming due to "volume complete" but the volume visible seen in the IV bottle did not appear to be emptying as the pump stated. The IV tubing when used in a glass bottle is supposed to have the side vent open in order to infuse correctly. This was not done on this infusion set.